Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6 and h.2 have been updated. Corrections have been made to h.6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery (video clips of intra-procedural cine images) was provided by the field clinical specialist and the following was observed by engineering review: rcia stent observed appears to be snagged on delivery system, stretched and dragged through aortic arch. Rcia stent observed still snagged on delivery system after withdrawal into descending aorta. Rcia stent damaged after expansion of thv in descending aorta and secured with another stent. Rcia stent present in patient near the bifurcation area. The complaints for difficulty tracking and interaction between devices were confirmed based on evaluation of the provided imagery. However, there were no device problems or manufacturing nonconformances identified during this evaluation. A review of IFU/training materials revealed no deficiencies. As reported, ''when crossing the aortic arch, the rcia stent had been ''grabbed'' by the valve and was caught at the end of the system'' and ''they tried to dislodge the rcia stent with several devices, but it remained stuck in the valve. The decision was made to deploy the valve in the descending aorta.'' The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Operators are also instructed to use fluoroscopy as the primary method of visualization for tracking, positioning, and deployment. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. As the delivery system advanced through the patient's anatomy, it was observed that the distal end of the delivery system caught onto the pre-existing rcia, possibly due to incorrect guidewire placement through the rcia stent. The rcia stent becoming entangled with the crimped thv likely resulted in the reported tracking difficulty. A definitive root cause is unable to be determined. However, available information suggests. Patient (pre-existing stent) and/or procedural factors (guidewire malposition) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned for evaluation.

Event description:
As reported by the field clinical specialist, the left common femoral artery (lcfa) percutaneous access was chosen for tf tavr access because of an existing right common iliac artery (rcia) stent measuring 5mm in diameter. When inserting the esheath into the patient, there was initial difficulty with the tip of the dilator hitting the rcia stent. It was removed, re-advanced by itself without any issue. Then it was re-assembled and inserted without any difficulty until the esheath tip was in the middle abdominal aorta, just below the renal arteries. The commander and 23mm sapien 3 ultra valve were advanced to the descending aorta and the valve was loaded on the balloon without any issue. The operator experienced very little resistance. When crossing the aortic arch, the rcia stent had been "grabbed" by the valve and was caught at the end of the system. The entire system was pulled into the descending aorta. As the rcia stent was stuck in the valve, no attempts were made to withdraw the devices into the esheath. They tried to dislodge the rcia stent with several devices, but it remained stuck in the valve. The decision was made to deploy the valve in the descending aorta. Post deployment, the rcia stent was protruding proximally to the valve. A 23mm x 3.3cm cuff was implanted within the valve to crush the rcia stent, as well as, to keep the leaflets open. A second commander and 23mm s3 valve were then prepped, moved into position and deployed in the native aortic annulus without issue. At the end of the case the rcia looked better than before, no treatment was required. There was no damage observed upon removal of the esheath. The case was successfully completed with no patient complications. The perceived event root cause is that "a stent strut was potentially wired". It is unknown when the rcia stent was implanted in the patient.